Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had six stored episodes each of untreated and treated episodes. Technical services (ts) analyzed device episode data and determined that the shocks that were delivered across multiple episodes were inappropriate due to oversensing of non-physiological noise. Reduced r-wave amplitudes and baseline shifting were also found. Ts provided troubleshooting advice including checking other vectors for signal detection. The noise along with muscle potentials were reproduced in both the primary and secondary vectors with patient maneuvers. This s-ICD system was deactivated then subsequently explanted. A new s-ICD system was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had six stored episodes each of untreated and treated episodes. Technical services (ts) analyzed device episode data and determined that the shocks that were delivered across multiple episodes were inappropriate due to oversensing of non-physiological noise. Reduced r-wave amplitudes and baseline shifting were also found. Ts provided troubleshooting advice including checking other vectors for signal detection. The noise along with muscle potentials were reproduced in both the primary and secondary vectors with patient maneuvers. This s-ICD system was deactivated then subsequently explanted. A new s-ICD system was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.